Manufacturer narrative:
No investigation will be performed in trackwise, as the investigation was completed previously when first received by heartsine, prior to the implementation of trackwise.

Event description:
Device observed switching on automatically. No patient involvement.